Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to unknown product performance issue. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.